Event description:
According to the reporter: the (B)(4) department notified me that this product was sent down on (B)(6) 2014 and they forgot to tell me. The reload was stuck in the adapter and eventually broke off. I was told that there was a new scrub tech in the case and she didn't know how to use the device. When questioned later she did not know the device had broken. The device was not used on patient. No patient injury/hazard. No unanticipated tissue loss. No unanticipated extension of incision more 1 inch. No delay over 30 minutes: no device fragment fell in patient cavity nor left in patient. No reinforcement. Surgical procedure unknown. Patient information unknown.

Manufacturer narrative:
(B)(4). The serial number for the egiaadapt is (B)(4).

Manufacturer narrative:
(B)(4).